Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead helix was damaged and unable to rotate properly. The lead was not used and replaced. The patient was in stable condition.